Event description:
It was reported the patient's spasticity became worse. The patient was scheduled for a catheter revision because they were not able to be cooperative enough for a computed tomography (CT) scan with contrast injected through the catheter access port (cap). On the date of the surgery, aspiration through the cap or contrast injection was "not feasible". Due to this, the lumbar site was opened and the adhesions were released. The anchor, collet and both catheter segments were visually inspected. Next, they removed the anchor and the collet; there was no cerebrospinal fluid (csf) flow through the spinal segment of the catheter. The spinal segment of the catheter was removed an on inspection, no abnormalities were found. The pump segment was then "opened" and the catheter was disconnected from the pump connector. The catheter patency was checked and everything was ok. The spinal segment of the catheter was replaced with a new segment, and good csf back flow was obtained. The system was connected again. The replacement of the spinal segment of the catheter ended well. The pump was used to deliver baclofen (unknown). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0208122342, implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter (lot # 0208122342) found no significant anomaly. The catheter body was deformed but it did not affect infusion. (B)(4).